Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was interface board and the smart power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had intermittent x-ray disabled message which may cause the system to lock up. The customer reported that they had to reboot the system in order to proceed. There is no report of injury or death associated with the event described in this complaint.